Event description:
It was reported that during surgery the device got bent. There was no delay nor injury to the patient. The procedure was finished using a backup device.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirmed the rdce frcps w/ pts brd are bent. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from misuse or rough handling are likely probable causes of the reported event.

Event description:
It was reported that during inspection after the procedure, the device was found bent. No case involved.